Event description:
Reporter stated that the right side frame broke at the top horizontal tube about 1 1/2" from the front of that tube, the user fell. User sustained a broken leg.

Manufacturer narrative:
The side frames mentioned in this cfs have not been returned back to the manufacture for evaluation.